Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Device not returned.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level displayed as high; cause was due to occlusion. Customer administered a manual injection to address bg level. The issue was resolved after performing a supply change.